Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-09171. It was reported diagnostic testing revealed high impedances on the patient's lead contacts. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy was established post-operative.